Event description:
Boston scientific received information that this left ventricular (lv) lead displayed pacing impedance measurements of greater than 3000 ohms. The lead was suspected to have fractured. The patient was seen for a revision procedure. The lead was tested with the new can with resulting out of range numbers. At that point, the lead was surgically abandoned and replaced. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.